Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient that her feet and legs are swollen and they always are. She is on an antibiotic for an infection. She has drainage in her lower back area and doesn't think it is from this procedure. The patient also stated she was out of her mind the first two days after the procedure. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.